Event description:
On (B)(6) 2013, the physician reported that the activ.a.c. Unit was dropped and would not turn on. The physician reported the pt has graft, and did not want to place an alternate dressing. On (B)(6) 2013, the following info was reported to kci by the physician's nurse: the pt's graft was unsuccessful allegedly due to the amount of elapsed time without v.a.c. Therapy. No additional info is available.

Manufacturer narrative:
On 06 apr 2013, the device was tested per quality control (qc) procedure by kci field service and the unit passed the qc checks and met specifications. On 02 may 2013, the device was placed with the pt. On 02 jul 2013, the device was returned to kci for eval. Inspection and testing of the device revealed a damaged lcd screen but did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy or apply an alternative dressing at the direction of the treating clinician. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.